Manufacturer narrative:
The evaluation revealed both reamers to be the primary products. No deviations were found during review of the manufacturing and inspection documents (DHR). The reamers returned were documented as faultless prior to distribution. As the devices had been in use for approx. 5 years we pre-suppose that they had fulfilled their tasks in former surgeries as intended. During investigation no material, dimensional or manufacturing related issues were found. The flexible shafts of both reamers were found deformed in that way that a sample guide wire was not insertable. Furthermore the cutting edges of the reamer heads were marked with several dents, most likely caused by hitting metal. The material of both flexible shafts got damaged due to a torsional and bending overload. The customer reported that both reamers got deformed during a t2 humeral nailing surgery. Based on the deformations of the flexible shafts a guide wire would have been jammed within the reamers in that way that the wires were not detachable. Due to the fact that no guide wires were stuck within the reamers it is very likely that the surgeon used the reamers without guide wires. Without guide wires the reamers are not stabilized, overbending and torsional overloading is easily possible like happened in this case. The IFU and operative techniques describe that drilling without guide wires is not allowed; furthermore drilling into metal shall be avoided. A process optimization of the welding process was implemented in october 2013; both reamers were manufactured prior to the change. The process change had no influence to the deformations of the reamers. Based on the given facts the deformed reamers are the result of a deviation from the instructions (user related). Review of complaint history, CAPA databases and risk analysis did not identify any discrepancies. There are no open actions in place related to the reported event for the subject product(s). No non-conformity was identified.

Event description:
During the humerus fracture procedure, the reamer was damaged. It was braked and the drill forced the rotation.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During the humerus fracture procedure, the reamer was damaged. It was braked and the drill forced the rotation.